Manufacturer narrative:
Insulin pump received with critical pump error (open book) due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No moisture damage on the keypad traces or keypad dome switches noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water and water leaked from battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.